Manufacturer narrative:
Other relevant device(s) are: product ID: 8709 lot#: j10876r59, implanted: (B)(6) 2001, product type: catheter, ubd: 01-aug-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of gablofen via an implantable pump for severe spasticity. It was reported a side port procedure was done in (B)(6) 2020 (date not provided) and the healthcare provider could not aspirate. There were no known environmental/external/patient factors that may have led or contributed to the issue. A revision took place (B)(6) 2020. The catheter flowed nicely when cut at the spine. Therefore, the catheter was trimmed at the spine incision. The intrathecal portion was patent. The rest of catheter from the spinal incision to the pump pocket was explanted and replaced with a new catheter. It was indicated the explanted catheter segment would be returned. It was noted the issue was resolved.

Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly; the catheter was returned incomplete / in segments and met acceptable testing. The returned pump was interrogated and as per the logs the gablofen with concentration 2000 mcg/ml was being administered at a dose rate of 225.2 mcg/day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.